Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with ventricular tachycardia. It was noted that that the patient's arrhythmia was below range and the implantable cardioverter defibrillator failed to deliver therapy. External defibrillator was needed. The patient was discharged.